Event description:
The following has been reported: pump keeps detecting air in cassette even when cassette was flushed then replaced completely." "With this pump biomed did get a "did not recognize cassette" error, then biomed cleaned the black sensor box at bottom of cassette tray, inserted the cassette a second time and then ran a 1000@250 distilled water infusion for 15 minutes with no issues. " biomed also reported "this pump also has an issue with the cassette lever it makes a very audible clicking sound when you open it with a cassette loaded as opposed to it being empty." No patient harm. Update from biomed on (B)(6) 2023: "during 2nd infusion I ran for a little bit longer 1000@350 and during this infusion I got air-n line- alarms but could do nothing to clear them" preliminary evaluation of the device logs indicates that this is a sticky pin issue. This did stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. The pump was reported to be not recognizing cassettes. Several testing/calibration sets were installed into the pump to confirm his failure. Upon each insert, the pump issued a "air in cassettes" alarm. The log files called out a potential sticky pin issues as well. The pump was opened and a visual examination of the internal components was performed. The set ID/bubble detector was examined for signs of fluid ingress. With no visible signs of ingress, the ribbon connector was examined to check for damaged pins. The set ID ribbon cable showed no signs of damage, however its connection point at the main board was not fully seated. It was reinstalled and a visually checked to see if was properly inserted/seated. The fva assembly was removed to look for evidence of foreign materials on the pins. Upon inspection, the fva valve pins were found to be clear of any material that could cause drag.after the inspections of these components, the pump was then powered back on and the testing cassettes were loaded again to test functionality. Upon instillation, the pump was able to recognize the cassettes. The pump was then tested using the final acceptance test procedure. It was able to pass testing with no signs of fault. It was concluded that the source of the compliant could be attributed to the set ID/bubble detector's flex cable not being fully installed into the main pcba. This would cause the pump to have inconsistent readings of the any cassette that was installed into the it.